Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons was sticky and the screen was dark, hard to read. The customer¿s blood glucose level unknown. The customer had experienced low blood glucose level. Customer declined troubleshooting for high blood glucose and also for insulin pump issue. The insulin pump will not be returned for analysis.